Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that a b30 scope communication error and the reported issue occurred due to a cracked plug unit/video connector. It was also noted that the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that poor communication occurred due to a crack on electrical contacts of the connector part and ¿the image is not displayed (error b30)¿ occurred. It was noted that b30 error is a scope communication error, and it occurs when the scope cannot communicate with the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.